Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 289 mg/dl. The customer reported that the buttons were sticking pretty bad had to push several times to respond. It was reported that the scratches on screen made it hard to read. It was reported that they had unexplained no delivery alerts, made grinding noises when rewinding and battery life was diminished. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.